Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak alarm sounds when connected to a drager anesthesia machine. It might be a problem with the anesthesia machine but would like to confirm that there were no leaks in the device. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: three photos were included for evaluation, and one (1) sample was received for evaluation without its original packaging, inside a plastic bag/plastic container in decontaminated condition. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. No damage or other defects were detected on the sample. A leak test was performed. The test result of the set of corrugated tubes and the breathing bag was acceptable. The failure mode of ¿a0096 - causes unit to alarm¿ was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.